Event description:
It was reported that the patient presented to the emergency room with hypoglycemia on an unspecified date in (B)(6) 2026. The patient's blood glucose levels declined to below 3 mmol/l (54 mg/dl) while wearing the pod for an unknown duration. The patient was found unconscious by their boyfriend and was transported to the emergency room. The patient attributed the event to low setting adjustments. No additional symptoms were reported. The patient was treated by a medical professional with intravenous dextrose and discharged on the same day. Setting adjustments and the use of pausing insulin delivery in automated mode were also reviewed with the patient. The patient discarded the pod and, therefore, it is not available to be returned for investigation.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.